Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because there were inflation issues with the original device. Upon procedure, a fluid leak was noted and also air in the device. All components were removed and replaced without reported complications.